Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump for intractable spasticity. It was reported that pump was flipping and was revised in (B)(6) 2017. The patient had a good relief after that. No further complications were reported.